Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012 the pt's insertion device was releasing by itself. No physiological effects were reported. The pt did not require medical assistance from a healthcare profession or second party to address the issue. The insertion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.